Manufacturer narrative:
H10. D10. Concomitants: 1824151 200-04-22 - cemented finned tib. Tra sz 2f/2t 8765464 202-01-02 - cr porous femoral rep by 232-(02-03)-02. These devices are used for treatments, not diagnosis. There is no other information available.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2010, and then experienced revision surgical procedure on (B)(6) 2023 approximately 12 years and 3 months after initial implant. No images were provided. There is no device information provided. There is no other information available.

Manufacturer narrative:
H6: corrected health effect - clinical code, medical device problem code, type of investigation, investigation findings, and investigation conclusions. Manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, loss of range of motion and/or due to inclusion of the polyethylene in the packaging recall. Additionally, the devices were implanted for over ten years prior to the reported failure(s). However, the reported prosthesis wear and loss of range of motion could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.